Event description:
Note: the event date is unknown. It was reported to boston scientific corporation in 2008 that a radial jaw 3 biopsy forceps was used during a gastroscopy procedure (patient gender, age, and weight are unknown). According to the complainant, the physician had difficulties closing the radial jaw 3 biopsy forceps after the biopsy sample had been taken. After repeated attempts to close the forceps, they eventually were able to close. The procedure was completed with another radial jaw 3 biopsy forceps. No patient complications were reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. Product unavailable for analysis.